Manufacturer narrative:
Occupation: (B)(6). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device deployed unsuccessfully. Manual pressure was held and there were no known complications. The patient was stable. Additional information was received on 06 jan 2023: the sheath size used was an 8fr. After deploying the angio-seal device, the leg started to bleed from arteriotomy. Manual pressure had to be held. It is unknown if there were difficulties with arterial access, sheath, guidewire, or catheter insertion.